Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer's blood glucose level was unknown. It also reported that the after insertion of new battery got unexpected restart alarm. The customer did not used insulin pump for 2 and half months because he was in hospital due to bad accident. The insulin pump will not be returned for analysis.